Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 368 mg/dl. The customer reported blood glucose rising after changing the infusion set. The customer had no symptoms. The customer did not treat the high blood glucose level. The customer¿s blood glucose level was 428 mg/dl at the time of call. The customer did troubleshoot the issue and found the infusion set cannula bent. The insulin pump will not be returned for analysis.